Event description:
Journal reference: guehl, et al. "Side-effects of subthalamic stimulation in parkinson's disease: clinical evolution and predictive factors" european journal of neurology; 2006; 13; 9 p. 963-971. The article presents study results describing the evolution of side effects in a cohort of patients at 3 and 12 months. The patients, all with advanced parkinsons disease, were being treated with bilateral deep brain stimulation of the stn. A number of patient complications were reported. Reportable event: one patient experienced pneumoencephalus related to the opening of the dura resulting in prolonged confusion (3 weeks) that resolved with clozapine. Temporal repair alterations persisted for the next year. No cortical lesion was noted on CT scan.

Manufacturer narrative:
Journal reference: no medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article.